Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient expired due to surgical complications resulting from attempted extraction of this right ventricular (rv) lead. The extraction was attempted due to infection and sepsis. The associated device and left ventricular lead had been successfully explanted prior to the attempted extraction. The patient expired that same day.